Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device- 15 days. (B)(4). The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 from a combination of acute respiratory distress syndrome (ards) that precipitated right ventricular (rv) failure. Inotropes were continued throughout patient¿s post-operation course to assist with rv failure. Ventricular arrhythmias continued throughout the post-operative course; ventricular tachycardia ablation was performed (B)(6) 2018. Rv support was attempted on the evening of (B)(6) 2018; however, the patient continued with right heart failure and extracorporeal membrane oxygenation (ECMO) was initiated for ards therapy. Following initiation of ECMO support, the patient continued to bleed. The ECMO circuit clotted due to air entrainment. The lvad was registering zero liters of flow. Due to the critical condition of the patient, support was withdrawn and the patient expired. No additional information provided.